Event description:
Related manufacturer reference number: 3006705815-2021-05991. It was reported that patient felt painful sensations after one of the patient's leads migrated. The issue was confirmed via x-rays. As a result, the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue. It is unknown which lead is related to the issue, therefore both leads are being reported.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.